Event description:
On (B)(6) 2015, mother of pt called to report that fluid was allegedly coming out of the site where broviac catheter exited his body. In clinic, a staff person and a nurse both observed fluid allegedly coming out at exit site when flushed and pt reportedly complained of discomfort with the flush.

Manufacturer narrative:
A lot history review (lhr) review is not possible as no mfg lot number has been provided by the complainant.